Event description:
It was reported that during follow-up the device locked up and the screen got light grey. There was only one active button and when it was pushed all collected data was lost. A bit flip was suspected but could not be confirmed. A manual guided restore was needed to reset the file. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A diagnostics problem occurred. S2d file (B)(4), text s2d file reviewed shows ??? Marks in various episode history and histogram records.